Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the electronic component (opto-coupler) inside the device was defective. It was determined that the blue led flashed and failed the self-test, preventing the device from charging or refreshing the battery devices. It was further determined that the device was switching automatically in the safe mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the universal battery charger device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the blue led flashed and the device failed the self-test, preventing the device to charge or refresh the battery devices. There were no delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.